Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. Upon evaluation of the device, the deep cone seal was found to be torn at the distal aperture. The damage found suggests that the reported black material found during the surgical procedure comes from the deep cone seal. However, it could not be determined how circumstances occurred. Please note that complaint information is trended on a regular basis to determine if further investigation is warranted. At this time, there is no observable trend related to this issue. The batch record was reviewed and no anomalies were noted during the manufacturing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, while using a zero degree scope, once in the abdominal cavity, the view was occluded. The surgeon removed the trocar and there was a black round item that appears to be a seal wrapped around the end of the scope. No pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.